Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 55mg/dl with confusion. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. It was determined that the basal/temp basal settings were incorrectly programmed. Cts determined that a change in physical activity level without adjustments to their insulin regimen contributed to the bg excursion. This complaint is being reported because the patient allegedly experienced hypoglycemia due to use error in the basal/temp basal settings being incorrectly programmed into the pump.